Manufacturer narrative:
The reported event that targeting arm t2 prox. Hum. Was alleged of instrument - mis-drilling could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for ¿cleaning, sterilization, inspection and maintenance¿ should be considered to check instruments. As nothing was reported during pre-operative check which is required per IFU the case is rather related to a sub-optimal intraoperative procedure which has to be considered as user related. Nevertheless, more detailed information about the complaint event as well as the affected device must be available in order to determine an exact root cause of the complaint event. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened.

Event description:
It was reported, the distal locking hole of the proximal humeral nail targeting arm was broken. This caused the drill bit to miss the most distal locking hole in the nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported, the distal locking hole of the proximal humeral nail targeting arm was broken. This caused the drill bit to miss the most distal locking hole in the nail.